Event description:
During a remote follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. The suspected cause of the event is due to insulation damage. No intervention has been performed. The patient was stable and will continue to be monitored.